Event description:
It was reported at the 41st annual meeting of japanese hip society. The tha or bha with centpillar gb stem was done. After this, revision surgery of stem was done because the circumference fracture of a stem. The 1 super secur-fit stem and 2 centpillar gb stems were reported in same report. This was 1/2 centpillar gb stems.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown centpillar gb. Additional information has been requested and if received, will be provided in the supplemental report.